Event description:
Surgeon reported a suspected leak in the lap-band system. The system "had to be removed." There is no additional info about this event at this time. F/u findings: the surgeon did not replace the device, but rather did a gastric sleeve.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model #, serial# and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."